Event description:
It was reported that the a symptomatic pt presented to the clinic with fatigue. The pulse generator exhibited backup vvi operation. The device was scheduled to be explanted electively due to approaching eri.